Event description:
It was reported that the patient underwent a c5-c6 fusion and an unspecified surgery where rhbmp-2/acs was used on (B)(6) 2011 <(>&<)> (B)(6) 2011. It was reported that the patient sustained unspecified injuries following implantation of rhbmp-2/acs. No further information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that postop, the patient reportedly experienced pain, uncontrolled bone growth, and nerve impingement.